Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was sticking. The customer's blood glucose (bg) level was below 40 mg/dl. It was reported that the wake button was sticking. The customer's blood glucose (bg) level was below 40 mg/dl. Reportedly the customer experienced a seizure resulting in a fractured femur customer required assistance due to bg level and emergency medical services were called and assisted by given glucagon to the customer and confirmed they were stable. A replacement pump was sent to the customer to resolve the issue.